Event description:
Customer reported that erroneous low anion gaps and low sodium results were generated by the unicel dxc800 synchron system. The results were reported out of the lab. The customer observed a discoloration on the flow cell tubing and reportedly pushed diluted bleach through the tubing. The customer re-tested the sample on a backup system and obtained results within expectations. It is not known if there were any changes to the pt's care or treatment. There are no report of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. No cultures of the system were taken or provided. The fse bleached and cleaned the flow cell and inspected the electrodes. Although this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add¿l reportable events.